Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was no longer communicating with the patient controller. Surgical intervention may be necessary to replace the patient's scs ipg.